Manufacturer narrative:
(B)(4). Additional information regarding surgical intervention was provided.

Event description:
Health care professional reported that on (B)(6) 2017, the patient experienced withdrawal symptoms. The patient had swelling and redness (possible infection) around the pump, as well as, cellulitis and seroma. Surgical intervention was taken to explant the pump.

Event description:
The patient reported that their pump was explanted on (B)(6) 2017. The reason for explant is unknown.